Event description:
It was reported that app keeps failing occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of app keeps failing is reportable based on the finding of an app crash. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.